Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient-specific implant request form was received for the patient's left proximal humerus. Noted on the form: "revision of existing bayley/walker stem for loosening."

Event description:
A patient-specific implant request form was received for the patient's left proximal humerus. Noted on the form: "revision of existing bayley/walker stem for loosening."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal humerus (bayley/walker) replacement, humeral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets bayley/walker proximal humeral replacement which was inserted on (B)(6) 2022. The surgeon reported loosening of the implant. The x-ray images provided showed bone resorption at the glenoid site and fine radiolucent line along the humeral stem. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.